Manufacturer narrative:
The customer contacted the siemens customer care center and reported that a discordant vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality controls (qcs) and calibration were acceptable at the time the sample was processed. As per siemens' instructions, the customer ran a precision study on two other patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse found gel in the aliquot and sample (s1) probes. The cse replaced the s1 probe, aliquot probe, s1 drain and the integrated multisensor technology (imt) drain and aligned all probes. Then, the cse ran probe tests, precision tests, qcs and service methods, which recovered acceptably. Siemens further investigated the issue and determined that atypical sample addition contributed to the discordant, falsely low vanc result. Gel particulates within the aliquot and sample probes could contribute to inconsistency in the dispense and aspiration actions and the cse performed normal troubleshooting to identify and resolve the aliquot and sample probes' integrity. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 instrument when the sample was run in duplicate. The discordant result was reported to the physician(s). The sample was repeated on the same dimension vista instrument, in duplicate, resulting higher than the discordant result. The repeat result of 29.0 ug/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.